Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgical procedure to repair a distal tibia fracture of the right leg on (B)(6) 2015, while the surgeon was drilling in the medial malleolus to place some screws in the cortex of the bone with a long 2.5 drill bit, the tip of the drill bit snapped and broke off in the patient¿s canal. It was stated that the surgeon didn¿t hit the cortex and used the correct technique. After the drill bit fragment was retrieved from the patient¿s canal, the surgeon inserted the tibia nail and it interlocked in the insertion handle. The connecting screw got stuck inside the nail and it was difficult to disconnect and unscrew the screw from the nail. There was a surgical time delay of one hour due to the complained event. It was also reported that it was extremely difficult to remove the drill fragment from the patient¿s bone canal. The surgery was successfully completed. This is report 3 of 3 (B)(4).

Manufacturer narrative:
Patient weight was not provided by reporter. Lot number of subject device was not provided by reporter and is unknown. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one radiolucent insertion handle for expert nails, 100mm (part number 03.010.486, lot number 8341164) was received. Two cannulated connecting screws, for 100mm insertion handle (part number 03.010.146) were received with lot number u206894 and lot number u174965. The complaint condition is unconfirmed because when the devices were functionally tested with an in-house titanium cannulated tibial nail-ex the devices were found to all function as intended. The designs were found to be sufficient for their intended use when used and maintained as recommended and the risk assessment was found to adequately address the complaint condition. The root cause cannot be definitively determined since the mating nail was successfully implanted and therefore not returned. However, based on the returned condition of dents on the insertion handle where hammering is not intended and that the devices were received functioning properly the most probable root cause is the method of use. Further evaluation shows that these devices are used together to attach to the expert tibial and femoral nails during insertion and locking of the instrumented end. The titanium cannulated tibial nails technique guide was reviewed. The returned insertion handle was received intact and in good condition. The only noted damage was dents on the underside of the metal portion of the handle. The first connecting screw (lot number u206894) was received with surface scratches and light wear. There is a piece of tape, pursuable placed by the user, on the shaft of the connecting screw. The second connecting screw (lot number u174965) was received with circular scraping and signs of wear. The balance of each device is in good condition and the etchings are legible. When functionally tested with an in-house titanium cannulated tibial nail-ex (part number 04.004.240, lot number 5797570) the devices were found to function as intended. Thus, the complaint condition is unconfirmed and could not be replicated. A review of the current design drawings and manufactured drawings was performed. The design history was found to not impact the complaint condition as the only revision was concerning the aiming arm attachment. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. The root cause cannot be definitively determined since the mating nail was successfully implanted and therefore not returned. However, based on the returned condition of dents on the insertion handle where hammering is not intended and that the devices were received functioning properly the most probable root cause is the method of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.